Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient was revised on (B)(6) 2019 due to loosening of baseplate approximately 21 months after primary surgery. Surgeon reconstructed glenosphere, explanting the 36mm centered glenosphere with screw, 24mm baseplate, +10mm post extension, and 36/+3 humeral cup, and implanting new implants of the same size.